Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device has not been returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation. Customer complaint cannot be confirmed. The root cause is unknown. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer alleges "the unit is alarming" during use on a patient. There was no report of injury or harm to the patient. Patient condition reported as unknown.